Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported via medwatch 2201630000-2023-8003, that during a formation of free osteocutaneous flap with microvascular anastomosis procedure, the blade broke at the mount. It was also reported that there were no adverse consequences, no medical intervention and no delays as a result of this event. It was further reported that the procedure was completed successfully.